Event description:
It was reported the case looks like it was dropped on a hard surface. The device was returned for repair. It subsequently tested out of specification during the manufacturers analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the upper/lower cases, side bail covers and battery drawer were broken.